Event description:
It was reported that upon interrogation multiple aborted therapies were observed due to noise on pace/sense channel. Twiddlers syndrome was observed via fluoroscopy. The lead was capped and replaced. The patient condition was stable following the procedure.